Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 138mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no act button response due to a corroded keypad trace. No button error alarm was noted during testing. The pump also had minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, and a cracked reservoir tube lip.